Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over nine years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the additional findings were as follows: the light cover glasses adhesive was pitted, the optical cover glass adhesive was pitted, the distal end adhesive was pitted, the control body casing was stained, the plug body ¿probe unit was loose, the scope connector had water ingress, the biopsy channel had blockage evident, and the down angle did not meet specification. It is most likely that the reported event was due to user handling/reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that there was a "blockage in the channel system and failed during procedure. The intended procedure was completed with another similar scope. The issue was found during maintenance. During the device evaluation, the following reportable malfunction was found: a contamination was evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.